Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump would not rewind and had several failed battery tests. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected rewind anomaly noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with intermittent act button and down arrow button response due to flattened act and down arrow button dome switch. Keypad connector was fully locked. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.